Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The user requested repair reduction observation. An ess (endoscopy support specialist) was dispatched confirmed that user¿s reprocessing methods were inappropriate. A review of the instruction for use (IFU) was performed and the following description is included in IFU (reprocessing manual) to warn the user about insufficient reprocessing. Precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. The suggested event was not caused by problems of the product including IFU but was caused by the user¿s mishandling.

Manufacturer narrative:
Olympus endoscopy rep informed the user facility director of nursing of the findings and observations, recommended a reprocessing, care and handling in-service for the staff to be scheduled as soon as possible. Per the response update from the user facility, the staff had an in-service training on tuesday november 3, 2020. To date, no patient infection was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a repair reduction observation at the user facility, it was determined that the users scopes are not properly reprocessed. Pre cleaning was completed using 100cc instead of 500cc of water. It was observed that the auxiliary channel was not flushed and the aspiration step was missing the air aspiration. The leak tester was not inspected and the scope was submerged in the water prior to the leak test step. The brushing steps were inconsistent and no suction step was performed. There was no patient involvement on this reported event, no known patient infection. No user harm or injury reported.